Manufacturer narrative:
G4:01mar2021. B4:03mar2021. H11:g5:k102985. H10: the customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the printed circuit board switch assembly (pcba switch) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the pcba switch to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
It was reported to philips that the device's accept button on the navigational ring was not responding. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.